Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 79 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The most likely underlying cause for the revision reported is a combination of risk factors specified in hhe-2020-09-11-02. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: corrected component and investigation clinical codes.